Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter. The following information was provided by the initial reporter: "syringes have a thread like particulate on the surface of the rubber stopper and between the ribs of the rubber stopper and wall of the syringe barrel."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos since some discoloration was observed. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. For the defect reported the sample is needed for a complete investigation of the foreign matter. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter. The following information was provided by the initial reporter: "syringes have a thread like particulate on the surface of the rubber stopper and between the ribs of the rubber stopper and wall of the syringe barrel."